Event description:
It was reported by a physician, who chose to remain anonymous, that following a stenting treatment procedure, "stent recoil" occurred. The bsc rep stated that he learned from a physician that another physician of the group had three thrombosis events in three different patients a few weeks after implantation of an express biliary ld stent. During a discussion with the physician that had the three cases, he didn't say that he had three thrombosis events, but complained of recoil of the stent. No additional information is available regarding this event.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unk, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.